Event description:
During coronary drug eluting stenting treatment procedure, the catheter shaft broke. During preparation for the procedure, the physician passed the taxus express2 2.50 x 16 mm drug eluting stent into the guide and felt some resistance. He attempted to push through the resistance and the shaft "bowel". He removed the stent and attempted to straighten the shaft and the shaft separated into two pieces, outside the body. The procedure was successfully completed with another of the same device. It was reported that the pt had no complications.